Manufacturer narrative:
Complaint conclusion: as reported, the 55 cm optease vena cava filter could not be pushed through the introducer sheath at the expected position during an attempt to deliver the device. The procedure was completed by replacing the device with a new one, which was deployed successfully. There was no reported patient injury. There was no damage to the device or its packaging prior to opening, and it was stored and prepared according to the instructions for use. A 4f unknown sheath was used for venous access to perform venography. The filter was implanted prophylactically before orthopedic surgery, with no thrombus at the implant site. The patient had a contraindication for anticoagulation and was not on anticoagulation therapy post-implant. Pre- and post-imaging were completed, and the vessel size was estimated. No peri- or post-procedural complications occurred. The sheath supplied with the device was used; there was no acute bending or kinking, and the vessel dilator connected successfully. There was difficulty tracking the csi to the inferior vena cava. The access vessel showed no calcification or tortuosity, and the target vessel showed no calcification or tortuosity, with 20% stenosis. An obstruction was observed during the procedure. The device will be returned for evaluation. A non-sterile unit of the optease vc filter ous, 55cm femoral only, was received inside a clear plastic bag and unpacked for evaluation. The shipment included the obturator, filter, bts csi, winged storage tube, and vessel dilator, with no damage noted on the vessel dilator or winged storage tube. The filter was positioned inside the bts csi at the distal section approximately 19 cm from the brite tip where a kinked condition was present, with additional kinks on the cannula at 19, 28, and 30 cm, and on the obturator at 14, 33, and 39 cm; the brite tip was frayed. Dimensional analyses of the obturator and bts cannula near kinked areas confirmed measurements were within specification. Functional testing, including water flushing and simulated filter advancement with a lab obturator, demonstrated no obstruction, resistance, or deployment difficulty, and the filter expanded fully without damage to barbs, struts, or other structures. Magnified inspection of the brite tip revealed scratches, elongation, and fatigue lines consistent with mechanical damage from a sharp object, suggesting exposure to force exceeding the material yield strength and leading to the frayed condition. Overall, the analysis showed kinked and frayed components but no structural filter anomalies, with performance and dimensional results within specification and no evidence linking the event to manufacturing or design processes. The reported malfunctions ¿filter-impeded¿ and ¿catheter sheath introducer (csi)-obstructed¿ was not seen during the product evaluation as it successfully passed functional analysis. The filter was found 19 cm from the brite tip where a kinked condition was present therefore, the difficulty advancing the filter may be related to this finding. The malfunction ¿brite tip (csi/filters)-frayed/split/torn¿ was discovered during the product evaluation. The root cause of the reported event cannot be determined however, the device presented evidence of mechanical stress from a sharp object. The device was reportedly prepared according to the IFU and no damages or anomalies were noted prior to opening the packaging suggests the cause of the kinks may be procedurally related and the frayed/split/torn condition may be handling related with the application of excessive force being a possible contributing factor to the observed damages. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 55 cm optease vena cava filter could not be pushed through the introducer sheath at the expected position during an attempt to deliver the device. The procedure was completed by replacing the device with a new one, which was deployed successfully. There was no reported patient injury. There was no damage to the device or its packaging prior to opening, and it was stored and prepared according to the instructions for use. A 4f unknown sheath was used for venous access to perform venography. The filter was implanted prophylactically before orthopedic surgery, with no thrombus at the implant site. The patient had a contraindication for anticoagulation and was not on anticoagulation therapy post-implant. Pre- and post-imaging were completed, and the vessel size was estimated. No peri- or post-procedural complications occurred. The sheath supplied with the device was used; there was no acute bending or kinking, and the vessel dilator connected successfully. There was difficulty tracking the csi to the inferior vena cava. The access vessel showed no calcification or tortuosity, and the target vessel showed no calcification or tortuosity, with 20% stenosis. An obstruction was observed during the procedure. The device will be returned for evaluation. Addendum: per pe findings, the brite tip of the bts csi is frayed.